Event description:
The customer returned the unit stating that the transducer was defective and needs calibration. During in-house testing, the unit failed to alert occlusion. There was no pt injury or treatment associated with this event.